Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the moderately tortuous mid to distal right coronary artery (rca). Predilation was performed with a 2.0x10mm non-bsc balloon catheter. Then the physician advanced the 3.00x24mm promus element stent delivery system and was not able to cross the lesion. The device was successfully removed and it was noted that stent damage had occurred. The procedure was completed by implanting a 2.5x12mm and 2.75x16 promus element stents in the target lesion. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the balloon. The stent was not returned. There was solidified contrast media present inside the balloon and the balloon was not tightly wrapped and was subjected to positive pressure. This would have caused the stent to have detached from the balloon. From the condition of the balloon it was not possible to see the crimp marks of the stent. No kinks or damage were noticed along the shaft of the device. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the moderately tortuous mid to distal right coronary artery (rca). Predilation was performed with a 2.0x10mm non-bsc balloon catheter. Then the physician advanced the 3.00x24mm promus element stent delivery system and was not able to cross the lesion. The device was successfully removed and it was noted that stent damage had occurred. The procedure was completed by implanting a 2.5x12mm and 2.75x16 promus element stents in the target lesion. No patient complications were reported and patient's status is stable.